Event description:
It was reported that prior to starting a da vinci si surgical procedure, the fenestrated bipolar forceps instrument was not being recognized by the da vinci robot system. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported failure mode. The instrument was checked for recognition using the in-house is3000 da vinci robot system. The system successfully recognized the instrument, showing 7 uses left. The pogo pins did not stick and were not contaminated. Engineering was unable to replicate the recognition issue. Additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks 0.065 - 0.120 with light material removal. The scratches were short in length and were not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.